Manufacturer narrative:
An event regarding instability involving an exeter stem was reported. The event was confirmed by medical review. Method & results: device evaluation and results: the returned exeter stem shows some scratches most likely from the explantation process but otherwise device appears unremarkable. Clinician review: a review of the provided medical records and/or x-rays by a clinical consultant indicated: the persistent instability of the right total hip arthroplasty since the original surgery for a fractured femoral neck suggests impingement at the extremes of motion and/or malposition of one or both hip components. No imaging studies available, including a lateral, can confirm the version of the components. There is no evidence this clinical situation was related to factors associated with implant design, manufacturing or materials. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including imaging studies, including a lateral, are needed to fully investigate the event. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Second stage revision of tritanium primary cluster cup with adm & exeter. All components revised due to instability & head/adm insert disassociation. I filed another pi on his same patient one week ago when it was discovered this patient had already been revised on (B)(6) 2019, again due to disassociation of head with adm insert. Update 04/november/2019 wg: sales rep reported that the tritanium primary shell and exeter stem were also revised.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Second stage revision of tritanium primary cluster cup with adm & exeter. All components revised due to instability & head/adm insert disassociation. I filed another pi on his same patient one week ago when it was discovered this patient had already been revised on the (B)(6) 2019, again due to disassociation of head with adm insert. Update (B)(6) 2019 wg: sales rep reported that the tritanium primary shell and exeter stem were also revised.